Manufacturer narrative:
An event regarding dislocation involving an adm liner ((B)(4)) and metal head ((B)(4)) was reported. A review of the provided medical records indicated that a the tritanium shell was malpositioned. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "procedure-related factors: cup malposition in low inclination and anteversion plus medialized position. Explantation damage of the trunnion has quite likely contributed to inability to remove the femoral head from the trunnion. Intraprosthetic dislocation of an adm cup construct is a procedure-related design characteristic of the device in case dislocations still do occur. Patient-related factors: extreme obesity may have increased overload conditions as discussed although this is not a root cause of failure. Device-related factors: none, as also supported by mar findings. Diagnosis: an adverse mix of patient-related factors (abnormal pelvis position after spinal fusion) plus procedure-related factors regarding cup malposition (medialized cup in low inclination and low anteversion) has contributed to major instability in the arthroplasty with recurrent dislocation requiring revision. The secondary aspects of intraprosthetic dislocation of the adm relate to the design characteristics of the adm while the inability of the surgeon to remove the femoral head from the liner is quite likely secondary to explantation damage of the trunnion near the transition of the femoral head. Both aspects are procedure-related." Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: a review of the provided medical records by a clinical consultant concluded "an adverse mix of patient-related factors (abnormal pelvis position after spinal fusion) plus procedure-related factors regarding cup malposition (medialized cup in low inclination and low anteversion) has contributed to major instability in the arthroplasty with recurrent dislocation requiring revision." No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Device not available.

Event description:
Right primary implant was dislocating repeatedly, revision surgery was required to fix dislocation. Upon opening patient, adm x3 insert was loose and disconnected from the inner head. The inner 22 head was completely fused onto the accolade ii stem and would not come off, including but not limited to attempts to remove it with a mallet, bone tamp, and a metal cutting burr. This necessitated removal of the entire stem and replacement with a restoration modular stem and a new mdm head/liner. Cup malposition was confirmed following a review of the provided x-rays.